Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On approximately (B)(6) 2025, perforation of posterior leaflet was reported. Patient was symptomatic with dyspnea and recurrent mr. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The reported recurrent mr and dyspnea appear to be cascading effects of the tissue injury. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.